Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report filed february 22nd, 2016. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement leading to device non use. Re-implantation is planned, however has yet to take place as of the date of this report, (B)(4) 2015.